Manufacturer narrative:
(B)(4). It was reported that the patient underwent a pelvic floor and colon/rectal reconstruction on (B)(6) 2007 concurrently with the bladder lift and mesh was implanted. One day postoperatively, the patient was experienced fever, chills and anal discharge. The patient has been seen by a physician and has been recommended a revisionary surgery, which has been planned on (B)(6) 2015. Currently, the patient experienced pain and infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that they underwent surgical repair of hemorrhoids and uterine prolapse on an unknown date and mesh was implanted. Following the procedure, the patient experienced pus constantly dripping from the rectum, fever and cold chills. The patient has been seen by a physician and has been diagnosed with rectal prolapse, return of hemorrhoids and recurring uterine prolapse. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a hemorrhoidectomy due to rectal prolapse, rectocele, and an internal hemorrhoid. The patient experienced severe pain, pus, cyst, and odor. The patient underwent additional surgeries to treat total reconstruction of entire pelvic floor, repairing of rectocele, prolapse, and removal of pieces of mesh out of the patient¿s rectum and vagina. No additional information was provided.